Event description:
It was reported during routine check that the cs300 intra-aortic balloon pump (iabp) exhibited screen flickering. No patient was involved.

Manufacturer narrative:
Due to character limit in block e1 initial reporter full name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) inspected unit and replaced pcb, video receiver (0670-00-0736) and cable, display to video rcvr bd. (0012-00-1429). The machine is not yet fully repaired. In future if we receive any update regarding repair will reopen and update the investigation.

Event description:
N/a.